Event description:
The reporter stated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in the patient's left eye (os) in 2003. The lens was explanted in 2009, due to excessive vaulting. Subsequently, the patient experienced narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter lens. The patient's bcva is 20/20.